Event description:
It was reported that during a right renal artery stenting treatment procedure, balloon removal difficulties were encountered. The biliary sm, 6.0x18x90cm stent was successfully delivered and deployed, but the physician was unable to pull the balloon back through the guide catheter. He was eventually successful after three attempts and application of significant force. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.